Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: when pushing the release button, the hook did not release easily. The physician pushed the sheath down and back up again and the filter was released. It caused tilt but ended up straightening out on its own. This caused no harm to the patient. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Based on the provided information a likely cause of event is that excessive tension prevented the filter from being released. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. 510(k) - k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a female patient of unknown age underwent an ivc filter implant procedure as the patient could not be on anticoagulants. For the procedure the cook celect platinum navalign jugular vena cava filter set, was used. When the physician pressed the blue button to release the filter, the hook did not release easily. The physician pushed the sheath down and back up again and the filter released, but caused a little more tilt than wanted. The filter placement was okay and ended up straightening out on its own. Patient outcome: the physician confirmed this caused no harm to the patient.